Event description:
Fractured abutment screw. It has been reported that an abutment screw fractured inside and implant. The screw fragment could not be removed from the implant. The implant is still in the pt's mouth. A custom design screw was fabricated as a replacement so that the implant could continue to be functional. Pt injury has not been reported.